Event description:
Customer stated the unit displays connect patient when already connected. Found during routine testing, no reported patient involvement. Service representative duplicated reported condition. Device was repaired and proper operation confirmed.